Event description:
Reporter indicated that a vns programming wand would not interrogate a vns pt's generator after changing the wand battery and attempting different wand positions. Another programming wand was used successfully. The suspect programming wand has been returned and is currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.